Event description:
The customer reported that the foot pedal on the system would not work and no image was displayed. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The scope circuit was repaired and the foot pedal was replaced. The system was tested and operates as intended.